Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient is experiencing recurring incontinence with his artificial urinary sphincter (aus). The physician feels that the cuff was oversized. A surgery was performed in which all components were removed and replaced. The patient had a successful outcome following the procedure.

Manufacturer narrative:
Date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient is experiencing recurring incontinence with his artificial urinary sphincter (aus). The patient was scheduled for a revision surgery on (B)(6) 2021. The plan is to replace the cuff as the physician feels that the cuff was oversized.